Event description:
It was reported by patient that she underwent total hip arthroplasty in 2007, in which patient received a durom acetabular cup. Post op, patient experienced pain and was revised in early 2009. On the same day, the durom cup was removed easily by the surgeon. He then re-reamed the acetabulum and implanted a trabecular metal acetabular cup with no difficulties. The surgeon also implanted 36mm liner and femoral head.